Event description:
Pt admitted with symptom of dysphageal and diagnosed for eg junction ca. On (B)(6) 2014 stent was placed. Last month the pt came back for recurrence of dysphageal and doctor think that it might be overgrowth of tumor. On (B)(6) 2015 when they scope the pt, the stent appears to be "total ruptured" in the middle wire was not in place.

Manufacturer narrative:
Fracture is an well-known problem not only our products, but products from other manufactures have. It can be affected by condition of pt's lesion, peristalsis, or usage of medicine. The suspected device was not returned, so our investigation was proceeded with provided picture. First, it is confirmed from the device history record that the subject product had been manufactured with no significant issue and passed all the inspections. It was not possible to identify the exact cause due to lack of information about the pt and difficulty of simulate the operation reply; however, fracture incidence occurs very rarely in comparison to total number of produced units per year. Reported currently case occurred due to stent migration into the stomach leaving only proximal head of stent at eg junction. It seems like fatigue was caused to distal/ middle part of migrated stent by gastric juice and digestive process finally resulted in stent fracture. The suspected device is not registered in the us, however, it was decided by the firm that we proceed MDR reporting as an event of stent fracture even though there was no damage to the pt due to this incident. The firm will also monitor similar cases in case of occurrence in the future. Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us. For " pt information", we, taewoong and our distributor could not get more detail pt information because the hosp did not open the pt information such as "age at time of event", "date of birth", "sex" and "weight."